Event description:
The customer contacted global technical services (gts) regarding a low ultrafiltration (uf) alarm, which occurred on the homechoice (hc) during use, during drain 4 of 4. The technical service representative (tsr) explained the alarm and helped the home patient (hp)/caregiver (cg) clear the alarm. The hc moved back to drain 4 of 4. The drain volume was equal to 3952ml, 3960ml, and then 3991ml. The current uf was equal to 1171ml. The hc was then in last fill. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that she was made aware of the alarm. The nurse stated that the patient's largest prescribed fill volume (lpfv) is 2200ml. Ps informed the nurse that this event meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The nurse stated that the patient does a midday exchange of 2000ml. She stated that the patient does not drain well while laying down, so she usually has to finish draining by sitting or standing. She stated that the patient does not have any alarms such as a low drain volume alarm. She stated that the patient's uf volume has been very low; only about 200ml for the whole night. The nurse stated that the patient just started on peritoneal dialysis (pd), so she believed it would be beneficial to exchange the homechoice for a new machine. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice (hc) device was returned and evaluated for the reported issue of an increased intra-peritoneal volume (iipv). The reported iipv event could not be confirmed in the device event log nor during device evaluation. The occurence date of this event had been overwritten in the logs prior to the device being returned. However, baxter quality engineering confirmed the reported event, based on information received during the initial customer report and follow up with the nurse. The cause was undetermined. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition.